Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that errors occurred on the universal surgical manipulator (usm) arm 3 since last night. The caller stated she had not been able to reproduce any errors today when setting up for a procedure. Multiple error 32100 and other arm 3 errors observed in logs from 2am in the morning which the caller confirmed was the correct timeframe. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through instrument clutch and moving the arm 3 pitch and yaw axis with no issues. The caller stated the preference card had the case as a 3 arm case. The tse advised if it was a 3 arm case, the surgeon may consider using arms 1,2, and 4. The procedure was completed with 3 arms. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where it was found to be failing the sensors check test. The complaint was confirmed based on the field evaluation but not replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause may be attributed to electrical issues in the acm board and yaw searchlight board located within the usm. This issue can be resolved by replacing the usm.